Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon follow up, noise on the atrial channel, causing automatic mode switching, was observed. Electrical parameters were normal and there were no adverse consequences to the patient, so no action was taken. The patient is in good condition and will be monitored.